Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed to deliver the required pressure and ventilation was insufficient. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to deliver the required pressure and ventilation was insufficient. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated by a third party service center, during the evaluation a vent service required alarm related to the outlet pressure sensor was found in the error log. The devices board needs replaced to address the issue. Additionally, the muffler assembly and the machine flow sensor need replaced due to contamination. The air inlet foam filter, and the internal battery was replaced due to preventive maintenance. The device passed final testing.